Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the patient's implantable neurostimulator (ins) was shocking them. They did not have any further information on it since they were dealing with the patient's other pain issues in the thoracic area. No further complications were reported/anticipated.